Event description:
Customer reported a system generator error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced a faulty ffb pcb. System operates as intended.